Manufacturer narrative:
Investigation/ conclusion: it is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Pt had a hematocrit value that was out of range. A hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. It was reported that on (B)(6) 2014, the pt's inratio was 1.7. The therapeutic range was 2.0 - 3.0. Reportedly, the hematocrit was not in the validated range; however, no date or value was provided. Additionally, the monitor was on the pt's abdomen while testing and not in the correct mode, the finger was "milked" after the finger stick, sufficient blood sample was unable to be obtained, multiple drops of blood was added to the sample well and the pt's finger touched the sample well. Enema was given due to constipation for four (4) days and the results was a black stool. On (B)(6) 2014, the pt coughed up dry blood and visited the hospital for a chemotherapy session. However, the pt was hospitalized due to low platelets, lab inr of 3.7 and black stool. The chemotherapy session was cancelled, warfarin and piroxican were put on hold. Vitamin k and a blood transfusion was administered while hospitalized. On (B)(6)2014, an endoscopy was performed. Results showed two (2) bleeding ulcers that were clamped and cauterized. The pt was discharged home from the hospital after they were stable. There was no additional info provided.